Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: the unit returned shows many scratches on the cover, aside from that the unit appeared to be in good physical condition. Upon further inspection, it was noted that the power output control knob was rubbing against the bezel making it hard to turn. Once the knob was adjusted it worked properly and the unit then passed the endostat iii return evaluation procedure. Complaint confirmed. The condition of the returned device was consistent with the complaint that power output control knob was not working. The power output control knob was rubbing against the bezel making it hard to turn. Review and analysis of all available information indicated the most probable root cause for this event is wear and tear. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, during the procedure, the device functions intermittently. The machine was set up to work but attempts to deliver cautery were unsuccessful. The settings were adjusted properly and the generator makes the appropriate sound, but it would not deliver current. It was found that when the wattage dial is quickly twisted back and forth for several seconds and then set to the desired wattage the generator works again. The procedure was completed with this device. There were no patient complications reported as a result of this malfunction. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, during the procedure, the device functions intermittently. The machine was set up to work but attempts to deliver cautery were unsuccessful. The settings were adjusted properly and the generator makes the appropriate sound, but it would not deliver current. It was found that when the wattage dial is quickly twisted back and forth for several seconds and then set to the desired wattage the generator works again. The procedure was completed with this device. There were no patient complications reported as a result of this malfunction. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.